Event description:
During a revision to address loosening of the tibial tray at the cement/bone interface, with the manufacturer of the cement used at the time of implantation being unk, poly wear of the tibial insert and osteolysis were also reported.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the product to examine and insufficient product info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.